Event description:
Afib ablation & ep study: merge system showing low voltage all leads and heart rate (hr) reporting as 3, actual hr in the 70s. Manufacturer response for computer, diagnostic, programmable, merge hemo, merge hemo (per site reporter). Ongoing vendor troubleshooting.